Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0gkjn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that patient started having pain on the back of the legs a day prior to this report. It was indicated that the pain first started on back of right knee but now the back of legs are hurting too. The patient experienced no stimulation sensation and loss of therapeutic effect. It was reported that patient was having a lot of leakage. It was indicated that patient was feeling a right side throbbing sensation over her hip. It was noted that patient was not getting the machine to work. It was also indicated that patient was not feeling the stimulation that she felt in the office and it started a day prior to the call. It was indicated that she tried to set up and was not working. It was also indicated that the leaking started the day prior to the call. The patient was at 0.07v and was on. The patient did not want to go up to 0.8v. A follow-up report will be sent if additional information becomes available.